Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, a full investigation of the incident could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd nexiva¿ closed IV catheter system had issues with needle disengagement. The following information was provided by the initial reporter: "rn inserted IV using nexiva devise, needle did not retract. As a result rn required to another devise resulted to unnecessary do second attempt at venous puncture."